Event description:
It was reported that the ventricular lead exhibited high impedance and failure to capture due to being fractured during an interrogation. The lead was capped and replaced on (B)(6) 2017. The patient had a slow heart rate, however their condition was stable prior, during and post procedure. With new lead implanted the system was working well post implant.